Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novumiq large volume pump had a false upstream occlusion alarm. This occurred during testing in the biomed department prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H11: the device was received for evaluation. A review of the event history log (ehl) was performed, and it was noted that there were up stream occlusion sensor failure alarms several times. Functional testing was performed, and the reported condition could not be duplicated; however, as a precaution, upstream sensor calibration and uso occlusion test were performed. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the reported condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.